Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 180-181 mg/dl. The customer cleared the alarm and resumed insulin delivery. Subsequently, another occlusion alarm occurred and the customer changed the cartridge and infusion set prior to the report with tandem technical support, therefore, no troubleshooting could be performed to determine a root cause.